Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas exhibited rapid battery depletion, showing a full charge after approximately one hour on the charger but declining to about 30¿40 percent by midday, necessitating additional charging; a replacement ilet was arranged and the user was advised on shutdown and data handling. Symptoms included no reported adverse health effects. Outcomes included no interruption requiring medical care and continued cgm use via dexcom app or receiver. Investigation included customer interview and logistics review for replacement and return. Investigation of this device revealed a suspected battery performance issue in the pump hardware without associated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was device battery degradation.